Event description:
Customer reported while attempting to change caps on patient's hohn catheter, the needleless adapter broke off into the bottom of the white lumen. Lumen was clamped off immediately. Patient was evaluated and it was decided to remove hohn to ensure pt safety and to replace it the following day. No pt harm reported. Although requested, no add'l info has been provided.

Manufacturer narrative:
(B)(4). Facility's report indicated the product is not available for eval. The mfg database was reviewed; no quality issues were noted during production build for the involved lot # and failure mode reported.